Event description:
The pt underwent a diagnostic procedure. The cardiologist attempted arteriotomy closure with a techstar xl 6 fr. Device. Insertion angle and access site were per specification. The device was deployed and resistance was encountered. The cardiologist continued to deploy the device despite the resistance. The posterior needle did not present. Fluoroscopy indicated that the needle had stalled against the barrel face. Needle back-down was attempted, but the sheath was kinked and the needles disengaged from the needle holder, preventing back-down into the sheath. The pt was taken to surgery for device removal and arteriotomy closure. Surgery was successful and the pt recovered without further incident.